Event description:
Patient believes that the implanted device is responsible for continued g.I discomfort. Also the pain & tenderness of the generator are extremely bothersome. Patient requested surgical remove of entire device.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-91. Service provided by: unknown. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.